Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: part: 03.130.102; lot: f-30379; manufacturing site: selzach; supplier: (B)(4); release to warehouse date: june 12, 2020. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The product was returned to us customer quality (cq) for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that drill bit ø1 l61/31 f/core hole doesn¿t have any visual issues. No other issues were identified. The dimensional inspection was performed for the drill bit ø1 l61/31 f/core hole and it is within the specification limit. The functional test was not performed as the device was received by itself. The observed unable to assemble condition of the components is not consistent with the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for drill bit ø1 l61/31 f/core hole. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed the following drawing reflecting the current and manufacture revision was reviewed: -drill bit 1-2mm drill bit for mini quick coupling. Dimensional inspection: checked outer diameter of the drill bit near the tip per drawing: measured: pass. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021, the patient underwent the surgery with the variable angle locking hand system. When the surgeon used the drill bit, it did not engage with the jacobs chuck. As a result, the drill bit became shaky during drilling and it was difficult to drill stably. The surgery was completed successfully without any surgical delay. This report is for one (1) 1.0mm drill bit/mqc for threaded hole/61mm. This is report 1 of 2 for (B)(4).